Manufacturer narrative:
The customer reported that the central nurses station (cns) is flickering and giving incorrect readings that are different from the bedside monitor. The customer does not want to repair the unit because they will be ordering a new cns in (B)(6). Customer was sent a loaner device.

Event description:
The customer reported that the central nurses station (cns) is flickering and giving incorrect readings that are different from the bedside monitor.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated the cns's screen was flickering in and out and giving incorrect readings between different bedside devices. Service requested: inquiry. Service performed: investigation result: customer did not send device in for evaluation and/or repair. Device was put into service on 4/11/2007. Warranty expired on 10/10/2010. Further information regarding the cns set up was not available. Clarification for how readings were considered "incorrect" was not provided. Service history for this device shows "flickering" and "incorrect readings" are isolated incidents. Due to limited information available, the root cause could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects additional information: b4. Date of this report, d11. Concomitant medical products, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report, h2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes, h10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6. B2. B6. B7. D4 lot # & expiration date. D6 - d7. D9. F10. G6. G8. H7 h9. D11. Concomitant medical products: the bedside monitor was used with the cns. No model/serial of the bedside was obtained.

Event description:
The customer reported that the central nurses station (cns) is flickering and giving incorrect readings that are different from the bedside monitor.